Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a channel error was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. No evidence of fluid or dried residue was observed on the circuit boards' components or on the pressure sensors, however a very small amount was noted on both circuit boards' iui contacts. Analysis of the pump module event log shows the system was powered off by the user shortly after a channel malfunction for sensor broken high (error code 240.4150.0). When this error occurs a loud audio alarm sounds that can be silenced by pressing the confirm key on the pcu. Functional testing confirmed failure of the upper pressure sensor. The cause of the channel error and the infusion stopping was a pressure sensor malfunction.

Event description:
The customer reported a channel error event occurred shortly after starting a heparin drip in the ICU, and the pump shut down. The channel stopped infusing, a red light and an audible alarm were present. No patient harm was reported.